Event description:
It was reported that fluctuations were found during use of the ear sensor. The engineer tested it with another sensor and it worked fine. No patient was involved.

Manufacturer narrative:
Samples were received to perform an investigation. Upon visual inspection, no physical damage or defect was noted. Spo2 tests were performed using the returned ear probes and the customer's oximeters. A set of known good ear probes from different lots and a v3078 ear probe from 2012 were tested with the returned oximeters. Checked spo2 reading using finger probes including a known good 3044 probe and a known good 3178 pediatric finger sensor and the reported problem was duplicated. It was determined that the noted interferences are attenuated in monitors built with digital spo2 boards but not with those built with analog spo2 board. The reported erratic reading was confirmed and isolated to the ww3078 ear probes. The returned spectr02 10 pulse oximeter was found to be operating as intended and acquired readings accurately within specification when tested. However, when any ear probes whether from the returned samples or the known inhouse tests ear probes were connected, the monitor would detect a pulse even with no patient attached and randomly displayed heart rate readings when the cable was manipulated or curled by the rubber stop near the clips. The same probes were attached to a bci multiparameter advisor and each of the ear probes connected acted similarly by generating pulses with no test subjected connected. Further evaluation determined that when flapping the clips constantly in an open and close movement, the advisor monitor consistently detected and displayed a heart rate. Evidence of noise interfering with the emitter and the detector signal which contributed to the customer's observed failure of erratic and erroneous reading. It was concluded that the detector in the 3078 ear probes may have been malfunctioning all these times. This remediation MDR was generated under protocol b10009406, as a result of warning letter cms# 617147.